Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A start right representative reported email of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 50 mg/dl or 51 mg/dl the first day of using the pump. The customer stated that he got in touch with his diabetes educator who made adjustments to his pump settings. The customer was advised that the 24 hour helpline is available for support at any time if required.